Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had a missing contact following an implant procedure. The paddle lead was replaced, and the patient was doing well after the procedure. There was nothing left inside the patients body. The explanted lead will not be returned.